Event description:
It was reported that the customer received a compromised force sensor system alarm. Her blood glucose level was 130 mg/dl. Insulin was squirting out during the manual prime process. The drive support cap was sticking out. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed during the basic occlusion test due to a slightly loose drive support disk. The insulin pump had minor scratches on the display window, a cracked case at the display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.